Event description:
Patient was revised to address groin, back, and buttock pain, and pain in resisted flexion and with stair climbing, especially descending stairs. X-rays didn't show obvious signs of loosening, and cup was not grossly loose at the time of surgery. Surgeon had to use force and multiple tamps/osteotomes to remove the cup. It was well-fixed superiorly. There was some inflammation and definite fluid accumulation, but no blackening of tissue. Minimal bone on explanted cup.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of his asr right hip implant. This is in addition to the previously reported event.

Manufacturer narrative:
The report states :patient was revised to address groin, back, and buttock pain, and pain in resisted flexion and with stair climbing, especially descending stairs. X-rays didn't show obvious signs of loosening, and cup was not grossly loose at the time of surgery. Surgeon had to use force and multiple tamps/osteotomes to remove the cup. It was well-fixed superiorly. There was some inflammation and definite fluid accumulation, but no blackening of tissue. Minimal bone on explanted cup. Doi: unk; dor: (B)(6) 2010. **update** (B)(6) 2011 - medical records were received. Lot numbers were identified. Doi: (B)(6) 2008 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (lot number); (implant date); (date received by manufacturer); (remedial action indicated); (correction/removal number). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.